Event description:
A patient reported blood glucose results of "244 mg/dl", "136 mg/dl" and "166 mg/dl" with a lifescan meter, performed with 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 20 mg/dl, thereby indicating a potiential malfunction of the meter in terms of precision.